Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1wbcn, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall and complained of battery pocket pain to their healthcare provider. It was unknown when this occurred but noted that the patient was still having great symptom control and their impedance was ok. After a second visit and complaint, the patient was scheduled for a pocket revision. When the patient spoke to the healthcare provider pre-op on (B)(6) 2019 they mentioned that they had another big fall and their device did not seem to be providing the same symptom relief. It was noted that they were at 3.2 amplitude which was higher than they had been before. Intra-op the lead and battery were disconnected, and the lead was tested. Only electrodes 2 and 3 gave a motor response at an amplitude of 3.5, so it was decided that they would replace the lead. The original battery was then connected to the new lead and impedance was run at 1.0/210. There were abnormal findings, greater than 4000, at electrodes 0, 1, and 2 so the settings were increased per protocol to 1.0/300, 1.5/300, 2.0/360, but all came back with impedance greater than 4000 on electrodes 0, 1, and 2. At that time, it was decided to replace the battery as well. Impedance was run completely on 1.0/210 with the new battery and lead and no abnormalities were found. The issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies. The device was subjected to a series of standard tests that include (but not limited to) visual inspection, output, and telemetry testing, and final functional testing. The device passed final functional testing but it was noted that the setscrew was backed out too far. Analysis of lead model 3889-28 lot # va1wbcn showed the #3 conductor was broken 2.3 cm from the distal end at the #3 electrode weld site. The #3 circuit was open and no shorts were seen between circuits. The lead was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.